Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Method: the subject mr850 respiratory humidifier was returned to the regional fisher & paykel healthcare service centre, where it was performance tested and serviced. Results: the service centre confirmed that the speaker of the subject mr850 respiratory humidifier was not functional. Conclusion: the root cause of the speaker fault was not determined. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in japan reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient harm.